Event description:
The company www.viraball.com sells device claiming that it helps to reduce hand tremor, however, it does not. It's not even FDA approved.device is sold in USA on their site, also on amazon https://www.amazon.com/viraball- physiotherapy-vibration-therapy-ball/dp/b0b8jyy9xf. I bought it and then saw multiple comments that it burned on site. I'm an engineer; therefore I decided to open and check what's inside the device. The astounding fact is that it's made very cheaply and dangerously. Even the battery does not have a protection. Not sure who I should contact, but this item should not exist on USA market. It's a total dangerous scam.